Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller / (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2018-08-31, UDI #: asku, no, device evaluation anticipated, but not yet begun dev rtn to MFR? No. Mfg date: 2017-08-31 (B)(4). Heartware ventricular assist system ¿ controller 2.0. Controller / (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2018-08-31, UDI #: asku. No, device evaluation anticipated, but not yet begun dev rtn to MFR? No. Mfg date: 2017-08-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted electrical fault alarms on both controllers. Three controller exchanges were done and the ventricular assist device (vad) is reported to have stopped. An amplatzer was placed in the outflow graft and the driveline was cut in order to decommission the vad. The pump and controllers are no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and two controllers were not returned for evaluation. Review of the log files report associated with controller (B)(6) revealed 7 electrical fault alarms, 1 vad stop alarm logged and 3 vad disconnect alarms logged since (B)(6) 2019. Additionally, 1 controller power up event was logged on (B)(6) 2019 at 07:58:35. The cause of the alarms and loss of power could not be determined since the controller log files were not available for analysis. Analysis of the controller log files associated with (B)(6) revealed 1 vad disconnect alarm due to the controller powering up without a driveline connected and 1 electrical fault alarm logged on (B)(6) 2019 due to the front stator not being connected, causing the pump to run on the rear stator only. 1 controller power up event was logged on (B)(6) 2019 at 04:20:29, likely during controller exchange. Additionally, 47 high watt alarms were logged since (B)(6) 2019, likely due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to the controller being powered up without the driveline connected. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the observed electrical fault alarms can be attributed, but not limited to a marginal connection between the driveline and controller, driveline connector damage, contamination within the driveline connector or controller connector, and/or driveline wire damage. A possible root cause of the vad disconnect alarms can be attributed, but not limited to the physical disconnection of the driveline from the controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 d4: serial or lot#: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) also exhibited high power with associated high watt alarms. The patient was reported to be doing well after vad decommissioning, with ejection fraction in the 50% to 55% range, indicating cardiac recovery.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. Section b1 adverse event or product problem was corrected to adverse event & product problem. Section b2 outcome attributed to adverse event was corrected to include checked boxes for life threatening, hospitalization, and intervention required. Section b5 describe event problem was corrected to include that the vad exhibited high watt alarms. Newly received information indicates that the patient had improved ejection fraction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to h10 product event summary and device evaluation. Product event summary: the ventricular assist device (vad) and two controllers were not returned for evaluation. Review of the log files report associated with controller (B)(6) revealed 7 electrical fault alarms, 1 vad stop alarm logged and 3 vad disconnect alarms logged since 24/mar/2019. Additionally, 1 controller power up event associated with associated with the controller (B)(6) was logged on 19/mar/2019 at 07:58:35. The cause of the alarms and loss of power could not be determined since the controller ((B)(6)) log files were not available for analysis. Analysis of the available controller log files associated with (B)(6) revealed 1 vad disconnect alarm logged at 04:20:36 due to the controller powering up without a driveline connected and 1 electrical fault alarm logged on 24/mar/2019 due to the front stator not being connected, causing the pump to run on the rear stator only. 1 controller power up event associated with (B)(6) was logged on 24/mar/2019 at 04:20:29, likely during controller exchange. Additionally, 47 high watt alarms were logged since 24/mar/2019, likely due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. The most likely root cause of the initial vad disconnect alarm associated with (B)(6) can be attributed to the controller being powered up without the driveline connected. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported electrical fault alarms can be attributed, but not limited to a marginal connection between the driveline and controller, driveline connector damage, contamination within the driveline connector or controller connector, and/or driveline wire damage. The most likely root cause of the reported high watt alarms can be attributed to the increased power consumption required to run on a single stator. A possible root cause of the remaining vad disconnect alarms can be attributed, but not limited to the physical disconnection of the driveline from the controller. A possible root cause of the vad stopped alarms can be attributed, but not limited to driveline wire damage, a controller malfunction, and/or an intermittent connection between the driveline and controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: (B)(6), d4: (B)(6) investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.